Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during insertion in the ICU, the user met with difficulty when passing the dilator and guide wire stating that the dilator bends not allowing the guide wire to pass. As a result, both were removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the user met with difficulty when passing the dilator and guide wire was confirmed. One guide wire, dilator and several other components were returned. The returned guide wire had numerous kinks/bends in the center of the body and was unraveled on the distal end (j-tip). A manual tug test determined that the proximal weld (straight-end) was intact. Microscopic examination found that the core wire was broken adjacent to the distal weld. The weld remained firmly attached to the core wire. No pieces appeared to be missing. The guide wire graphic specifies a length of 600 +/-4 mm and an outside diameter of .788/.826 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .801 mm, was also within specification. Visual examination of the returned dilator revealed that the body was kinked 6 cm from the distal tip. Under microscopic examination, no damage was observed on the tip. The dilator body length was measured at approximately 4 inches which is consistent with 4 +/- inch length specified in the dilator graphic. The dilator extrusion graphic other remarks: specifies an inside diameter of .064 / .067 inches and an outside diameter of .111 / .113 inches. The od was measured at .113 inches. Using pin gages, the ID was measured at .064 inches. These measurements indicate that the dilator body wall thickness is adequate. The undamaged section of the returned guide wire was inserted into the proximal end of the dilator and passed through the distal tip without resistance indicating that there were no obstructions. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that the cutaneous puncture site should be enlarged with the cutting edge of a scalpel before inserting the dilator. It is not known if a skin nick was made prior to dilator insertion. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed and did not reveal any manufacturing related issues. Based on the sample evaluation and information provided, operational context caused or contributed to this event. No further action will be taken.